Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room for a device change-out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016.